Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation;visual analysis of the returned device identified, the weight the device within specification, wear abrasion, deformation, white calcification on the shell, brown encapsulation, fold creases, brown particles on the shell, and cloudy color in the gel. After autoclave cycle was observed: cloudy color in the gel. A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is: no openings were observed on the device. Additional/changed and/or corrected data : d9, g2, h3, h6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.